Manufacturer narrative:
The cause of the discordant toxoplasma igg results on one patient sample is unknown. Siemens is investigating the issue. MDR 2432235-2017-00512 is filed for the same event addressing discordant results obtained on (B)(6) 2017.

Event description:
The customer obtained a discordant igg antibodies to toxoplasma gondii (toxoplasma igg) result on one patient sample on an immulite 2000 xpi instrument, when using kit lot 433. The sample was tested using non-specific antibody blocking tube (nabt) with kit lot 433 on the same instrument, also resulting reactive. The sample was then repeated twice on the same instrument, using kit lot 434 and both results were indeterminate. It is unknown if the initial or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant toxoplasma igg results.

Manufacturer narrative:
The initial MDR 2432235-2017-00511 was filed on september 15, 2017. Additional information (09/20/2017): siemens technical support laboratory (tsl) evaluated the sample sent by the customer with immulite 2000 quantitative toxoplasma igg lots 431, 432 and 433 as well as with the advia centaur toxoplasma g assay. The sample recovered reactive with lots 431 (24.3 iu/ml), 432 (19.8 iu/ml), and 433 (21.8 iu/ml) so the sample being reactive is not a lot specific issue. When tested with the advia centaur toxoplasma g assay the sample recovered non-reactive (<0.5 iu/ml). There was insufficient sample to perform an in-house testing with a non-specific antibody blocking tube (nabt). Individual sample results can vary from lot to lot without the product deviating from the claim in the instructions for use (IFU). When the customer treated two of the samples with nabt and tested them with the immulite 2000 toxoplasma quantitative igg assay the result remained reactive, therefore, non-specific antibodies are not elevating the results. Immulite 2000 toxoplasma igg lot 433 was released in april 2017. Two other immulite 2000 toxoplasma igg lots have been released since then. A search of the complaint databases on (B)(6) 2017 did not show any other complaints about false positive samples with immulite 2000 toxoplasma igg lot 433. Despite the fact that the customer has seen 4 samples that are reactive with immulite 2000 toxoplasma igg lot 433 and non-reactive with other methods there is no evidence of a product issue. For there to be a product issue with immulite 2000 toxoplasma igg lot 433, more than 1 out of every 20 negative samples would have to generate a reactive result. Given that lot 433 was released in april 2017, if this was occurring we would expect to have received more than 1 complaint for this issue. Based on the available information immulite 2000 toxoplasma igg lot 433 is performing as intended. The cause of the discordant, false reactive quantitative toxoplasma igg results on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.